Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer's stylus was out of calibration. Analysis was however unable to confirm the customer comment that the programmer had a software load issue. Calibrated stylus, reconfigured hard drive, reloaded and updated software. Programmer passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus of the programmer was unable to be recalibrated and the stylus was misaligned. It was further reported that the programmer was unable to have software loaded to it. There was no patient involvement reported.